Event description:
Patient reported after injection with juvederm ultra plus xc in the forehead, they experienced "major bruising on the forehead immediately, swelling on right eye and forehead the following day, pus in the corner of the eyebrow that looks like an infection, and a blood clot on my forehead." Patient reported "doctor said there is a possibility one of the blood vessels was punctured and it clotted." Treatment reported as "two creams, five oral medications, and a shot in my forehead to disperse and dilute the juvederm." Two medications reported as "antibiotics"

Manufacturer narrative:
Medwatch sent to FDA on 05/08/2013. Attempts to follow up with the injecting healthcare professional have been unsuccessful and reported event has not been confirmed; lot number and type of product information are unavailable at this time. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.